Event description:
It was reported that the pump usb port was damaged, and the pump was intermittently unable to charge without the customer maneuvering the cable into the charging port at a certain angle. Reportedly, the usb port had become "misshapen." The customer's blood glucose level was 132 mg/dl. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.